Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having difficulties connecting the reservoir and the infusion set together. The customer also reported being in the hospital for diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 600 mg/dl. The customer stated that she was vomiting and dehydrated. The customer also stated that she was disconnecting from the device when she went to the hospital. The customer stated that she still experienced high glucose while under an insulin drip. The customer stated that she changed the last infusion set two days prior to her admission. Troubleshooting was performed. The customer stated that her basal rates have recently been changed to 1.0 unit per 24 hours by the nurse in the hospital. No further information was provided.